Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue, however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that suction of the probe did not work because of clogging in the aspiration chamber of the cassette. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product same have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).